Manufacturer narrative:
(B)(4) - use after expiration. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Stent damage was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record (lhr)revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. During a review of the lhr, it was noted that the expiration (use-by) date of the device is 10-august-2013. However, the device was used on (B)(6) 2013. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) instructs the physician to note the use-by (expiration) date. In this case, it is unlikely that the IFU deviation caused or contributed to the complaint. However, the expiration date of the product is important for the sterility, efficacy, and performance of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, moderately calcified, mid left anterior descending artery. After predilatation was performed an attempt was made to cross the lesion; however, it would not cross. After retraction of the stent delivery system from the anatomy, stent struts were observed to be flared; however, the physician believes that the stent struts were already flared prior to the procedure, although this damage was not observed prior to the device being used in the patient. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided. Device analysis revealed that the stent delivery system was used after its expiration date.